Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Every electrode reads > 10,000. The patient had a loss of stimulation and a return of pain. Patient states that somewhere "around the 4th of july" he suddenly stopped feeling stimulation. He did not have a fall or trauma. The manufacturer representative (rep) read connectivity and lead impedance's which connectivity showed that both the 0-7 lead and the 8-15 lead were not connected to the ipg. The manufacturer representative (rep) reviewed this with the hcp who stated he will put orders in to have a pocket revision and attempt to reseat the leads into the ins and if it is still not connecting then will plan to swap out the battery. This is a work comp case so the dates of this procedure will likely be pushed out since it has to go through attorneys.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c190 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead h6: lead (B)(6) : evaluation code method: b17 applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting they had their ins replaced in august because the mdt rep said that a lead either had pulled out of the ins or said the ins itself was bad. Pt had thought that they just needed the ins adjusted. Pt said that the claim was submitted wrong to workman's comp and now workman's comp was not covering the lead replacement. When they went in for the ins replacement, the lead was still connected to the ins and the ins was still working. Pt said it was the lead that was bad and now that workman's comp does not want to cover it since it was submitted in correctly, they had gotten their lawyers involved with workman's comp. Pt said they had the ins replaced now (with extra leads taken out) and went back for their 2 week check up with the rep who inquired if the pt had been recharging the ins. Rep explained to the pt that the ins still draws "juice" even when they are not using the stimulation. Pt was concerned that the battery was still draining without leads being connected or using stimulation. Pss reviewed battery function with pt. Pss documenting information given during call. Pt mentioned that they have rsd in their full body which was why they have 3 implants.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The system was returned to manufacturer for analysis.

Event description:
Additional information was received from the rep on 2022-october-06. Rep reported that only the ins was replaced during the revision. Rep reported that hcp pulled the old wires out of the old restore battery and re-inserted. The same issue occurred where it showed all of the contacts were not connected. He then decided to swap out the restore battery for a new intellis battery and the connectivity and impedance testing showed the same exact thing however connectivity looked ¿ok¿ on electrode 13 <(>&<)> 16 , but all contacts were outside normal range when an impedance test was run. This indicated that the issue was not the ipg but was the 5-6-5 lead however the hcp did not have insurance approval to swap out the paddle. He kept the new battery in the patient and plans to replace the current 5-6-5 with a new 5-6-5 at a later date when insurance approves it. Additional information was received from the pt on 2022-october-21. Pt stated there were issues for their new batteries/current implant with the new lead wires so they were going to get another revision on november 1st.

Manufacturer narrative:
H3: product ID# 97714 serial# (B)(6) was returned for analysis. The implantable neurostimulator (ins) passed functional testing and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 977c190, serial# (B)(6), was returned for analysis. Analysis identified that all conductors were broken in the body of the lead at the silicone anchor site; 8.1 cm and 26.4 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the hcp replaced the paddle with a new paddle lead on (B)(6). After hcp opened up the spinal incision, it was discovered that the bottom of the paddle wires had broken away from the paddle itself. Hcp had stated that he did not believe that the paddle needed to be sent back for analysis ¿because I know what the issue is. The metal at the base of the paddle had moved everytime the patient moved their neck [bottom of paddle was at base of neck] and over time any metal you bend overtime will break.¿ he suggested that they looks into using ¿spring steel¿ in their leads as this is able to withstand a lot of movement without the metal giving away. Hcp's belief is that due to the placement of the new paddle (the same area as the last) that this same issue will occur due to the movement at the cervical spine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.